Manufacturer narrative:
(B) (4): the product was returned for eval. The bone screw has come off of the head. A portion of the ring in the head is broken and missing. A portion of the ring on the other end is sheared. A small crack was also observed at the lower circular surface of the head. The head of the bone screw is cracked by the hex feature. The diameter of the bone screw head, ring diameter and the diameter of the head at the ring slot were checked and found within specification. A review of the history records did not identify any non-conformance to specification.

Event description:
It was reported the pt underwent single level fusion (l5-s1) surgery. The pt developed a herniated disc at l4-l5. The pt had revision surgery for hardware removal with laminectomy/discectomy and decompression. During the revision surgery, it was noted that the multi axial head came off the screw. The surgeon was removing the hardware and this tulip head of the multi axial screw popped off. The washer of the screw head failed. It is unclear whether the failure occurred before or during the revision surgery. No further pt complications were reported.